Event description:
A hospital in (B)(6) reported that the gas outlet port of an rd900 neopuff infant resuscitator was broken. This was found prior to patient use.

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain further information with regard to the complaint. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the gas oulet port of an rd900 neopuff infant resuscitator was broken. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint device is no longer expected to be returned to the manufacturer. It has been visually inspected by a fisher & paykel healthcare service engineer at our regional office in the (B)(6). Results: the visual inspection revealed the gas outlet port to be broken, confirming the reported fault. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff is tested during production for the accuracy of its manometer and valve assembly components. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". The fascia and the valve system of the affected neopuff were replaced at the fph service centre. It was returned to the distributor after it passed the performance check.